Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation; four events were confirmed during testing. Three devices were found to be affected by a broken accessory and corrosion. One device was found to be affected by a broken accessory and wear marks were found. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which an accessory broke while using with the device. There was no patient involvement; no patient impact.